Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer also observed air bubbles within the cartridge tubing. Customer performed a cartridge change to address the issue. Customer's blood glucose was 400 mg/dl - "high" on the continuous glucose monitor. Elevated bg was address by bolus. It was reported that occlusion alarms occurred. Customer changed supplies to address the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.